Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Request for additional info was sent on (B)(4) 2014. To date no additional info has been provided. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported that the package is sealed in a way that won't allow the surgeon to open it while making sure that the product is in a sterile state.